Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post ventricular sense, one of which reached the point of ventricular tachycardia (vt)/ventricular fibrillation (vf) detection and was withheld by the t-wave discriminator. The rv lead currently remains in use. No patient complications have been reported as a result of this event.